Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: one opening observed on anterior side assessed as unidentified (tear) opening (shell thickness was within specification). Use error: unable observed. Additional observations: yellow particles observed inner the surface of the shell. No further actions are required as the device was implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported an unknown side deflation in a tissue expander. Healthcare professional also reported that the device was implanted "for almost 1 year" which was determined to be a use error. Device remains implanted.